Event description:
It was reported the device exhibited a system error 45520, which was duplicate during device evaluation. There was no reported patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was able to verify and duplicate the reported problem. It was determined that the keypad was the root cause and was replaced. The device passed all testing criteria after repairs. The service history review had no indication that the complaint was related to a service of the device within the review period.